Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that his one touch ultra 2 meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the reported issue began on (B)(6) 2010 at around 11:30pm. The patient mentioned that he did not take any action after the alleged issue began. It is unknown whether the patient developed any symptoms due to the alleged issue. On (B)(6) 2010 at 10:00am, the patient was treated by a non-hcp with food/drink. The patient was not tested on another device and did not seek any further medical attention. The patient was using the correct test strips. This was not the first time the product was being used. The patient denied any misuse of the product and the meter powered on by pressing the power button. Issue was resolved via troubleshooting. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, whether the patient exhibited symptoms, and why the patient was treated with food/drink by a non-hcp the product was replaced. The complaint is being reported since the patient alleged that since he was unable to test, he had to receive medical attention from a non-hcp with food/drink.

Manufacturer narrative:
The 510 (k) # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.